Manufacturer narrative:
The technician found the caster bent due to a broken weld. A new frame was sent to the account to repair the bed.

Event description:
Info received indicates while the bed was being transported, the steer caster socket bent inwards.